Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. The first firing with the powered handle was successful. For the second firing, connected the cartridge to the adapter. Tried to check the jaws opening / closing, however, could not. Only the handle indicator was illuminated. The status indicators were not illuminated. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation revealed a white communication wire severed from its solder joint. The likely root cause for the severed communication wire is the flux was not properly cleaned off the wire. Flux causes the wires to become brittle over time which cause the solder joint to break over time. The product analysis established a relationship between a device failure and the discovered secondary condition of adapter not recognized. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of; however, a retraining activity was generated as a result of the investigation into this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
No reinforcement material was used.